Event description:
It was reported per (medwatch report mw5106658, pt reporting that she has been off her IV treprostinil for at least 5 hours. Per patient both cadd legacy pumps are giving her 'no disposable error'. Patient is now making a new mix and she insisted on restarting herself on her previous dose 55 nkm. 34 mu 24 hour pump rate. Using 3 ml treprostinil 5 mg/ml every 48 hours. I reviewed with patient she might have side effect since she has been off the medication for that long. Patient still wanted to go back to same dose due to difficulty in her breathing.